Event description:
It was reported that during an a-fib procedure, after the second rf delivery, the catheter started to work wrong. After two seconds, the catheter reached a high temperature and as a result, the power was low. The physician changed the catheter position, the connections and the stockert with no results. The physician decided to change the catheter for another navistar thermocool (with the same lot number) and the same issue occurred. As a result, the case could not be completed. Additional information was received from the customer and it stated that the patient was under general anesthesia for 3 hours and transeptal puncture was performed prior to the case cancellation. The physician considered the temperature issue as a potential risk to the patient due to it was unknown the real temperature of the catheter during use. The case was rescheduled for another day.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, after the second rf delivery, the catheter started to work wrong. After two seconds, the catheter reached a high temperature and as a result, the power was low. The case was rescheduled for another day without patient consequences. The two products involved in the case were received in bwi for analysis. Upon receipt, the devices were visually inspected and they were found in normal conditions. Then per the reported event, the catheters were tested and both passed electrical, temperature and generator tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The catheters passed all specifications. The root cause of the high temperature remains unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).